Event description:
It was reported that during testing conducted at the manufacturer facility, an o-ring of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a potential cause of the reported disassembly. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Event description:
It was reported that during testing conducted at the manufacturer facility an o-ring of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.